Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information has been performed and the following was received. If the further details are received at a later date a supplemental medwatch will be sent. Be sent. Photo of reaction? No. Was there any other treatment provided (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed) in addition to steroids? If so, please clarify. Only steroid pac that I am aware of. No readmittance. Please indicate any medical or surgical interventions performed. None. Please describe how was the adhesive was applied. One coat, both he and his assistant have used it for years. What prep was used prior to, during or after dermabond advanced use? Don¿t know. Was a dressing placed over the incision? If so, what type of cover dressing used? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Don¿t know. Is the patient hypersensitive to pressure sensitive adhesives? Don¿t know. Were any patch or sensitivity tests performed? Not that I know of. What is the physicians opinion of the contributing factors to the reaction? He doesn¿t know. What is the most current patient status? Fine after about 2 weeks. Is the product lot available or representative sample (product from the same lot number) available for evaluation? No. Patient demographics: initials / ID; age or date of birth; bmi; don¿t know. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Don¿t know. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Don¿t know. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a robotic total laparoscopic hysterectomy on an (B)(6) 2020 and topical skin adhesive was used. The patient returned an unknown number of days later, presenting with swelling, redness and severe irritation where the adhesive was placed. The doctor prescribed steroid packs and released the patient. The patient has recovered from the issue and is doing fine. Additional information was requested.